Manufacturer narrative:
Image review: three photographs were received from the customer for evaluation. All three photos show the same part of the device. The distal tip assembly is seen in vitro detached from the catheter shaft just distal to the anchor pockets. The guidewire lumen is also noted to be torn just proximal to the distal tip. Biologics are visible inside and around the metal housing. Product analysis: the hawkone device returned coiled inside a shelf carton within a biohazard bag and connected to the cutter driver. Lot number confirmed as 0010713593 on device packaging. The device returned with the distal tip assembly detached. Visual inspection of the device shows the detachment site just distal to the anchor pockets with the cutter connected to the drive shaft. The detached tip assembly has biologics inside and there is a tear noted on the guidewire lumen. Under a microscope both hinge pins are visible and intact, and the detachment site is clearly visible just distal to the anchor pockets. There is no damage noted to the cutter blade. The guidewire lumen is detached and torn from the metal housing just proximal to the distal tip. Damage is noted to the proximal end of the housing with flattened metal coils and frayed edges. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use hawkone directional atherectomy along with non-medtronic 6fr 55cm sheath and 0.014" 300 guidewire during procedure to treat a severely calcified lesion in the right mid superficial femoral artery (sfa) and popliteal artery (pop) with 50% stenosis. The vessel was moderately tortuous. The vessel was pre and post dilated. IFU was followed. It was reported that during withdrawal, minimal resistance was encountered and the tip damaged. The tip did not separate at the hinge pin. The tip was severely damaged because the wire came out of the track when pulling the device out. Very calcified. The physician did not feel much resistance when pulling the device into the sheath but the whole cutter detached from the black part of the catheter. The guidewire lumen was ripped. There was no wrap wire seen. Physician pulled everything out and then re-entered the patient and finished the procedure with a new sheath. The device was completely and successfully removed. There was no patient injury.